Event description:
Surgeon reports lens explanted due to glistenings which were causing blurry, "watery" vision. Symptoms resolved upon implantation of pmma lens. Explanting surgeon was not the original implanting surgeon.

Manufacturer narrative:
The results of the lens evaluation by an independent third party were received on 1/12/1998. The report reads: the mft results of the iol meet the minimum iso requirement of 0.430 at 100 cycles/mm. The focal length, resolution and mtf of the iol meet the specifications for a 23.5 diopter lens of this model. A moderate number of vacuoles were observed within the optical component of the lens as described by the reporting physician. Pending the results, the lens was returned to the MFR. Evaluation revealed the focal length, resolution and mtf were within specifications for a 23.5 diopter lens of this model. This report was mailed in to FDA on: 2/10/1998.